Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 39mg/dl. The wife states the sensor was removed but they did not know if it was bent or not. The wife states the customer was not present for troubleshoot. The wife was advised to have customer call back in order to troubleshoot.